Event description:
It was reported via the head of the material administration department, that it was noticed during a surgery procedure that the insulation started peeling away from the probes.

Manufacturer narrative:
Add'l info will be provided once investigation is complete.